Manufacturer narrative:
(B)(4). Mfg. Site name - (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed. (B)(4).

Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2017-02961 pertains to the first resolution clip device and manufacturer report # 3005099803-2017-02962 pertains to the second resolution clip device. It was reported to boston scientific corporation that two resolution clip devices were used in the colon during a hemostasis procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the clip would not deploy properly. The same issue occurred with the second resolution clip device, and the procedure was completed with a different device. No patient complications have been reported as a result of this event. The patient¿s condition at the conclusion of the procedure was reported to be fine. Attempts to obtain additional patient and procedure information have been unsuccessful. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A visual examination of the returned complaint device noted that the clip assembly was deployed, and was returned inside the over sheath. The clip prongs were locked into the capsule. A kink was noticed in the control wire, and the yoke was returned with the device. This failure is likely due to anatomical/procedural factors encountered during the procedure limited the performance of the device. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2017-02961 pertains to the first resolution clip device and manufacturer report # 3005099803-2017-02962 pertains to the second resolution clip device. It was reported to boston scientific corporation that two resolution clip devices were used in the colon during a hemostasis procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the clip would not deploy properly. The same issue occurred with the second resolution clip device, and the procedure was completed with a different device. No patient complications have been reported as a result of this event. The patient¿s condition at the conclusion of the procedure was reported to be fine. Attempts to obtain additional patient and procedure information have been unsuccessful. Should additional relevant details become available, a supplemental report will be submitted.